Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this pacemaker was found to be at end of life (eol). Six months prior, at the previous follow-up, the expected remaining longevity had been 1.5 years. Premature battery depletion was suspected. The patient is not pacemaker dependent but was symptomatic to the eol pacing. A revision to replace the device is expected to occur. No adverse patient effects were reported.

Manufacturer narrative:
The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated this device was explanted. No additional adverse patient effects were reported.